Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that the lens wouldn't eject properly with patient contact the procedure was completed on the same day. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics are bent in the gusset and distal area. The optic was torn/split/cracked from edge past center. No cartridge returned for evaluation. The file indicated the use of an unspecified cartridge and handpiece. It is unknown if qualified products were used. Two viscoelastics were indicated, only one was qualified for this lens with the qualified company cartridge combinations. The reported complaint could not be confirmed. The lens was not returned in the condition described. The lens was not returned stuck inside a cartridge. The lens was returned in the lens case. The associated cartridge was not provided or returned for evaluation. It is unknown if a qualified product was used. The use of non-qualified products may result in delivery issues and/or damage. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).